Event description:
Customer reported, the vertical column would not immediately start moving. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the vertical lift power supply connector. System operates as intended.